Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, during the follow up on (B)(6), 2011, the physician observed that oversensing episodes were recorded in the device memory of the associated ICD. The physician asked for an explanation. Refer also to the MDR of the associated paradym vr 82500: (B)(4).